Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted after the lead was confirmed, via fluoroscopy, to have fractured. The lead is not expected to be returned. There were no additional adverse patient effects reported.